Event description:
Per the clinic, the patient developed an infection at the abutment site, resulting in temporary non-use of the device. The patient was evaluated on (B)(6) 2013, at which time was prescribed augmentin and mupirocin (amounts not reported). Patient was evaluated again on (B)(6) 2013, and prescribed a second course of augmentin as well as bactroban (amounts not reported). The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.